Manufacturer narrative:
Damage to the active electrode, caused by an external mechanical impact, was determined to be the root cause of device failure. As per information received from the irc two electrode contacts were extra cochlea since initial implantation. Additionally, one electrode contact has been migrated out of cochlea. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
Since one month patient has no hearing sensations with the device. Patient was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient has no hearing sensations with the device since one month. Family reports no incident of accident or trauma.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Furthermore, the irc states two channels to be outside of cochlea during initial implantation surgery, which might have contributed to the lack of benefit. A date for explantation has not been made available so far.

Event description:
Patient no longer had any hearing sensations with the device since one month.. There is no report of an accident or trauma. Re-implantation is considered but no date was scheduled so far.